Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager was not communicating and after hard reboot it had an error that remote manager failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not communicating. A field service engineer (fse) removed the latch and cleaned all mini switch contacts. Carbon grease was applied to the switches, and the slave cable was tightened. The latch was adjusted and tested successfully using the hardware test application. The customer verified that the remote manager was working perfectly. The system functioned as intended after the field service engineer repaired the device.